Event description:
It was reported that the incident occurred with the "on call team." Indication for use stemi patient. The technician prepped the intra-aortic balloon (iab) per instruction and md inserted the super arrow-flex (saf) sheath into the patient's femoral artery. As the iab was inserted through the saf sheath, the md met resistance. The iab was unable to be advanced through the saf sheath and as a result, the md removed the iab and saf sheath as one unit. Another iab-05840-lws was prepped and inserted through a newly inserted saf sheath without incident. There were no reported patient complications or significant delay in treatment. The cath lab manager stated that the second iab was inserted successfully.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.